Manufacturer narrative:
07/06/2022 - we have requested the device be returned to the manufacturer. To date, we have not received the device in order to complete an investigation.

Event description:
(B)(6) 2022 - the consumer cliams the device gave her a rash on her face. Medical attention was not received.

Manufacturer narrative:
(B)(6)2022 - we have requested the device be returned to the manufacturer. To date, we have not received the device in order to complete the investigation. (B)(6)2022 - the device has been returned and the investigation is underway. (B)(6) 2023 - the investigation is complete. Below is the manufacturers narrative: manufacturers narrative: unit "looked" new and was in good working condition on receipt. Oscillatory speed was confirmed at 9200 on high and 8400 on low. This is within our design specifications. Oscillation distance was 0.9mm, also per our design specifications. Bristles are made of nylon which is considered hypoallergenic. There are many types of skin, our oscillation and materials are normally acceptable to sensitive skin. Skin products can sometimes affect the skin surface, depending on how sensitive skin is. We use nylon bristles, considered hypoallergenic, and our oscillation movement is small. This was designed for sensitive skin, but some people may have even more sensitive skin then others. We have not seen this problem to date.

Event description:
(B)(6)2022 - the consumer claims the device gave her a rash on her face. Medical attention was not received.